Event description:
It was reported that the patient started to feel good, and she bent over for approximately 20 minutes to clean cabinets and the patient thought the pump moved. The patient noted that after implant, she could feel the pump below the incision; however, then she could not feel the pump below the incision. Therapeutically, the patient said she was not feeling any different than the day before the event, except that the patient was stressed out and having anxiety about the possible movement of the pump. The patient also had constipation problems. The patient had an upcoming appointment to see her physician. The pump was delivering morphine. It was additionally reported that the pump was bulging out a lot. It was also noted that it was swollen due to the procedure. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).